Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred multiple times. Reportedly, the customer filled tubing and was able to resume insulin delivery. The customer's blood glucose level was 300 mg/dl with moderate ketones and it was addressed with a bolus.